Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: maude report (mw5098425).

Event description:
1 suspected false positive sofia sars result for 1 patient reported. It is unknown if individual was symptomatic or asymptomatic. Pcr was done, but pending at time of report. No confirmation testing result reported.